Manufacturer narrative:
The manufacturer became aware that a user of the rep dream station auto CPAP had states lung disease. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. There was zero error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this reported.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states lung disease. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.